Event description:
It was reported during unrelated procedure that the implantable cardioverter defibrillator exhibited an inappropriate magnet response and delivered inappropriate shock. Following the procedure, the device showed a shorted output stage detection alert that noted possible damage to the hv circuitry. Testing of the capictor did not reveal any anomalies, so it was suspected that the electrocautery used during procedure may have skewed device readings. The device was reprogrammed via firmware update. The patient was stable.